Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. During the visual inspection (performed with the naked eye and magnification), a hole/cut was noted in the sheeting on the cassette. The device underwent functional testing: leak testing, clear passage test, clamp function test along with it being used in the homechoice device. The device alarmed a reload the set alarm and the leak testing showed a leak through the hole/cut on the cassette sheeting. Once the damaged cassette sheeting was removed, the cassette was used again with the homechoice device and there were no issues or alarms. The device did not meet product specifications related to the reported event. The leak was verified during evaluation with a cause of the damaged sheeting. The cause of the damage to the sheeting could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During an evaluation of the returned homechoice cassette, a leak was noted due to a hole/cut in sheeting of cassette. There was no patient injury or medical intervention associated with this event. No additional information is available.